Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o ring.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was 136 mg/dl. The customer was assisted with troubleshooting. The customer stated that the reservoir compartment was broken. Customer stated that gasket part was came loose and was gone, pump had not been dropped. Customer stated that reservoir able to lock in the place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.